Event description:
It was reported that during the implant attempt, it was difficult to advance or remove the guidewire through the lumen of the lead. The lead was implanted and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: this lead was submitted in error as it is an investigational lead. If information is provided in the future, a supplemental report will be issued.